Manufacturer narrative:
The field service representative (fsr) inspected the instrument, alinity c serial # (B)(6). While troubleshooting the issue service discovered the probe for cleaning the wash comb was not aspirating all the liquid from the cuvettes. Service determined the tubing, peristaltic head (rohs)_part number 7-202464-01 was the likely cause. The tubing, peristaltic head (rohs) was replaced resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for ac02156.there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer observed falsely increased magnesium results generated on the alinity c analyzer for two patients. Results were not reported out. The customer repeated in duplicate and the results were lower. The following data was provided: sid (B)(6) initial result = 8.80 repeat results = 1.77 and 1.78. Sid (B)(6) initial result = 9.50 repeat results = 2.18 and 2.24. Customer provided the following reference ranges: newborns (2 to 4 days): 1.5 to 2.2 mg/dl 5 months to 6 years 1.7 to 2.3 mg/dl 6 to 12 years: 1.7 to 2.1 mg/dl 12 to 20 years: 1.7 to 2.2 mg/dl adults: 1.6 to 2.6 mg/dl no impact to patient management was reported.